Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield base unit was returned for evaluation. Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. Failure analysis - unit received with the shock cushion having moved forward in the handle and was impeding the handle from closing and holding properly. The 6-inch transitional dong is scarred and needs to e replaced. Shock cushion and ¼ inch pin are worn. Adjustment wrench is missing. Complaint confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that locking mechanism of the mayfield base unit was not stable. There was no known injury or surgery delay.